Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist dialed in to the server and ran the server downtime query. The tss checked and verified that communication between the carefusion coordination engine (cce) and the es server was up and running properly, with no disconnected flags found. A review of the health sight viewer showed no notices indicating stations in critical override. Further verification using the critical override reason report indicated that a scheduled critical override had been set from 22:00 to 23:00. A callback was made to customer and informed of the findings and confirmed that the stations were no longer in critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.